Event description:
Caller reported potential false negative hcg urine result. A serum quantitative result was 87miu/ml. Date of pt's last menstrual period unk. Pt had two positive home pregnancy tests.

Manufacturer narrative:
Investigation: control lot: 20miu/ml hcg urine, lot: hcg090304-01. 100miu/ml hcg urine, lot: hcg090521-01. 228.6iu/ml hcg urine, lot: hcg090427-01. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 mins read time. The 100miu/ml and 228.6iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. Conclusion: the retention devices meet qc specification. No abnormal result was observed; this complaint is not confirmed. Nothing abnormal found in batch review and the product number, product description and lot number was verified. No corrective action required at this time as no product deficiency was established.